Manufacturer narrative:
The site has indicated that the pump remains implanted and that battery is not going to be returned to the manufacturer for evaluation.

Event description:
Approximately two years, five months and two weeks post hvad implantation, it was reported that the patient experienced premature switching from one port of the controller to the other. The battery was replaced which reportedly resolved the issue. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (ifu00001): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. A review of the device history record (DHR) did not reveal manufacturing contributed to the event. The battery passed external visual inspection, and functional test. Maccor testing passed and all cell pairs remained above the 2800 volts during the 1 amp discharge to 12 volts. The battery performed as expected, and a review of the log files did not reveal any critical alarms associated with this event. Most likely root cause of premature battery switching can be attributed to a communication anomaly between the controller and battery. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The devices listed in this report are used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Pump remains implanted.